Event description:
During use for cardiopulmonary bypass, the level sensor issued several false low reservoir level alarms. If configured to do so, a low level alarm will cause the arterial pump to stop. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.